Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized for the event. The same day, the patient was treated with imezidim 1 gram intraperitoneally for eighteen days (frequency not reported) for the peritonitis. Dianeal therapies were ongoing. After twenty-six days of hospitalization, the patient was discharged. The patient was recovered from the bacterial peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.